Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have high capture thresholds. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.